Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to dislocation during a "swimming pool accident". It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: the correct catalog number is 92346; not 90676 as previously reported. Per the surgeon, the patient was reimplanted with a new fixture on (B)(6). 2012. (B)(4). Device not available for analysis.

Manufacturer narrative:
(B)(4) - implanted device remains.